Event description:
Additional information received reported cultures were taken from the pump pocket only and the type of organism was staphylococcus aureus. The cause of the infection and cerebrospinal fluid (csf) leak was unknown. The patient was now taking oral antispasmodics for her spasticity and was well controlled. The patient was also treated with antibiotics through a single lumen PICC (peripherally inserted central catheter) line and ¿infection manager¿ by the infectious disease department. The patient¿s infection resolved.

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly; tear in the seal of the sc connector near the guide ring was seen.

Manufacturer narrative:
Product ID 8781, serial# (B)(6), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient presented with a fever and redness around the pump incision site, so he was brought to the operating room (or) on 2014 (B)(6) to irrigate the pump incision site. The onset/diagnosis of a pump pocket infection occurred on the same date. The patient was discharged two days later. The patient developed a cerebrospinal fluid (csf) leak on 2014 (B)(6). The spinal site was ¿oversewn¿ intraoperatively and the patient was discharged three days later. On 2014 (B)(6), the patient was admitted to the emergency room (ER) with a fever and puffiness around the pump pocket site. The patient was started on intravenous (IV) vancomycin. The entire device system was explanted three days later. Intraoperatively, wound cultures were taken from the abdominal site. The infection type was unknown at the time of this report. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen.